Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 7/27/2022. The complaint investigation for falsely depressed sodium, potassium, and chloride results included a search for similar complaints, review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. Troubleshooting of the alinity c processing module, serial number (B)(6), was performed which included ict module rinse, clean and shine ict module probe, which resolved the issue. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified.

Event description:
The customer observed falsely decreased sodium, potassium, and chloride results generated on the alinity c processing module for a patient sample. The following data was provided: sample ID (B)(6). Sodium (reference range 136-145 mmol/l) initial = < 100 mmol/l, repeat result on another alinity = 141 mmol/l. Potassium (reference range 3.5-5.1 mmol/l) initial = 2.4 mmol/l, repeat result on another alinity = 4.4 mmol/l. Chloride (reference range 98-107 mmol/l) initial = 58 mmol/l, repeat result on another alinity = 105 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium, potassium, and chloride results generated on the alinity c processing module for a patient sample. The following data was provided: sample ID (B)(6); sodium (reference range 136-145 mmol/l) initial = < 100 mmol/l, repeat result on another alinity = 141 mmol/l; potassium (reference range 3.5-5.1 mmol/l) initial = 2.4 mmol/l, repeat result on another alinity = 4.4 mmol/l; chloride (reference range 98-107 mmol/l) initial = 58 mmol/l, repeat result on another alinity = 105 mmol/l; no impact to patient management was reported.